Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as patient interface is not an implantable device. Section d6b: if explanted, give date: not applicable, as patient interface is not an implantable device. Device evaluation: 1 opened patient interface was received within original packaging confirming the reported lot number. A visual inspection of the product revealed residue on the lens of the patient interface cone. How and when the observed residue was introduced cannot be determined, as customer reported that the patient interface had been "docked on eye". The reported event was confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this lot number was performed. The search revealed three additional complaint folders were received for foreign material. However, no escalations are required. Conclusion: based on the information obtained it cannot be determined how and when the residue was introduced, since the device was received open and had come into contact with patient previously. Therefore, product malfunction and deficiency cannot be confirmed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported debris on their patient interface. The debris was docked on patient's right eye (od) oculus dextrus and was rejected due to large debris on the glass/cone. No laser was used and the cone was switched to complete the procedure. No further information provided.